Event description:
It was reported that lead integrity alert triggered, and when the patient presented there was no atrial capture, crosstalk on the ventricular lead, fluctuating impedances on both leads, and an elevated short interval count. X-rays revealed that both atrial and ventricular leads had dislodged. The leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found, however blood was noted on helix mechanism; full lead was returned and analyzed. (B)(4): proximal conductor fractured; full lead was returned and analyzed. Blood/body fluid found in/on proximal conductor and helix/lobe mechanism.